Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a worn button which resulted in intermittent operation.